Event description:
It was reported that during a prostate procedure, ¿fiber failed when starting the procedure¿ at 49,267 joules. The procedure was completed with rtu (turp). Patient outcome: patient discharged two days after surgery.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received on fiber failure mode: "it overheated and had a frontal shot".